Manufacturer narrative:
Image analysis: the customer returned one video clip for review. The video is a recording of video on a screen and therefore is of poor quality. The femoral artery is visualized with an implanted stent without contrast. The spiderfx device is visualized being retracted through the stent, there does not appear to be any difficult in retracting the spiderfx through the mid and proximal portions of the stent. The spiderfx appears to be in its collapsed state during withdrawal, and it is unable to be assessed if the alleged detached catheter tip is within the basket. A detached catheter tip is not visualized anywhere else within the vessel in the video provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A protege everflex was being implanted for the treatment of a lesion in the distal region of the superficial femoral artery. The artery has moderate calcification. A 7fr non medtronic sheath and spider was used for embolic protection. The vessel was pre dilated with a hawk device and post dilated with an in.pact dcb. The device did not pass through a previously deployed stent. The IFU was followed and the device was prepped without issue noted. It was reported the catheter tip detached during use in the patient at the target location. The catheter handle was not deliberately cracked to aid in stent deployment. The stent deployed in the target location. The spider was used to capture the broken tip and remove through the sheath. The device was safely removed from the patient.

Manufacturer narrative:
Additional information: lesion stenosis was less than 60% and lesion length was 150mm. No resistance was encountered when advancing the device. A hawk m device was used for pre-dilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.